Manufacturer narrative:
It is unk whether use of prevena may have contributed to this event. We are filing this report because a possible contribution due to use error cannot be entirely ruled out due to limited info provided. The treating surgeon has declined to provide additional info regarding the reported event. Kci is unable to determine whether the prevena was applied to a clean closed incision as indicated in product labeling or on an open wound, contrary to product indications for use. Device labeling, available in print and online, states the prevena incision management system should not be used to treat open or dehisced surgical wounds or on pts who have excessive amounts of exudate from the incision area which may exceed the prevena 45ml canister.

Event description:
The following info was reported to kci: on an unk date, prevena was discontinued after 5 days. It was reported that the wound had fluid and a foul odor with possible skin maceration. Whether or not these reported observations existed prior to therapy application is unconfirmed. It was reported that the wound site may have had infection present. Additional info was received on (B)(6) 2011, the kci representative reported that the physician could not rule out possibility that complications may be attributed to the prevena not working properly but was unable to provide further info at this time.